Event description:
It was reported that this patient is hiv positive and has had multiple skin flap infections. He had a skin flap revision surgery (date unk) but the skin flap has broken down again. His surgeon explanted the device (date not reported) the plan is to reimplant a new device once the area has completely healed.